Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt was having an issue with her therapy last fall where they were feeling stimulation down their legs when stimulation was turned off.